Event description:
It was reported to boston scientific corporation in early 2006 that an extractor rx retrieval balloon was used during a endoscopic retrograde cholangiopancreatography in late 2005 (patient gender, age, and weight unknown). According to the complainant, "when the clinicians were pulling the wire out of the patient's bile duct, the wire would come out freely through the catheter balloon. Eventually the wire was successfully removed." The procedure was completed with a different device (manufacturer unknown). There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as good.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.